Event description:
It was reported that during the procedure the harmonic scalpel's minimum and maximum buttons worked only part of the time they were pushed. An electrocautery bovie device was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
The complaint device was not returned to ascent for evaluation and the packaging was not saved. The lot number and procedure date are unknown. Sales records were reviewed and it was determined that the hospital where the event occurred did receive this item number from ascent. The hospital staff was contacted but no further information about the event was made available. Since the device was not returned for evaluation a root cause could not be determined.